Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 600 mg/dl. The insulin pump was not working and it was not delivering insulin. Customer changed his infusion set, he tried to deliver insulin into the air and no insulin came out and he was running high for the last 12 hours. The current blood glucose was 600 mg/dl. Customer treated high blood glucose with manual injection. Based on customer report customer does not allege pump was under delivering. Assisted with performing the high pressure test which was passed. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. Insulin pump passed the troubleshooting tests, but he is not confident about the pump functioning. The insulin pump will be returned for analysis.